Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system cine images were mixed and overlapped. There was no patient injury or death reported.